Manufacturer narrative:
Event date provided in this section is an approximation was not provided by customer the investigation is still in progress. A supplemental report will be provided after completion. (B)(4).

Event description:
The customer reported four false positive results with the ID now covid-19 assay test for multiple patients performed on various dates. This MFR address event 4 and is four (4) of four (4).the customer reported a false positive result with the ID now covid-19 assay test performed on unknown date (prior to (B)(6) 2022). Confirmation testing was performed in a laboratory (platform: unknown) generated a negative result (CT values not provided).as per customer the patient had shifted to a room along with a covid patient on the basis of ID now covid-19 positive result and got infected with covid-19 virus.

Manufacturer narrative:
Additional information: d4: expiration date. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: m215373 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 193-000 / lot: m215373, test base part number: 190-430 / lot: m215373. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215373 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3: corrected additional text. H3 other text: device discarded; single use.

Event description:
The customer reported four false positive results with the ID now covid-19 assay test for multiple patients performed on various dates. This MFR address event 4 and is four (4) of four (4) the customer reported a false positive result with the ID now covid-19 assay test performed on unknown date (prior to on (B)(6) 2022). Confirmation testing was performed in a laboratory (platform: unknown) generated a negative result (CT values not provided) . As per customer, the patient had shifted to a room along with a covid patient on the basis of ID now covid-19 positive result and got infected with covid-19 virus.